Manufacturer narrative:
Update to b5: additional information provided regarding the number of patients involved in the event. Customer states three patients experienced false positive results on the medline hcg combo cassette. Unable to state which of the four lots in circulation were used for each event. See MDR's 2027969-2020-0026 and 2027969-2020-00029 for the alternate patients. Update to b7: additional patient medical history provided. Correction to d4: lot number was removed as customer is unsure which of the four possible lots was used for this event. An investigation was performed on each of the four potential lot numbers. Update to h3: device return was anticipated, however, customer did not return devices. Investigation conclusion: retained devices from the reported lot numbers were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
Unspecified date: false positive result on the medline hcg combo cassette. Confirmatory blood test provided a negative result. Exact result not provided. No adverse patient outcomes reported. Customer states she does not believe any treatment was provided or delayed based on the false positive result. Customer also alleges there were false positive result obtained on two alternate patients. See MDR's 2027969-2020-00026 and 2027969-2020-00029. Customer states their facility had four different lots in use but was unable to specify which lot was used for this patient. The four potential lots are: hcg9050129, hcg9050130, hcg9062097, and hcg9122090. Although further information was requested, no further information was provided.

Manufacturer narrative:
This report is associated with: 2027969-2020-00026 lot hcg9062097, 2027969-2020-00029 lot hcg9050130, 2027969-2020-00030 lot hcg9122090. Results pending completion of the investigation.

Event description:
The distributor reported that a single patient urine sample had false positive hcg results on 4 different lots of the medline hcg combo cassette which was confirmed to be a negative hcg with a hospital blood test. Although requested, no further information was provided.

Manufacturer narrative:
Update to h10: investigation conclusion updated with information regarding testing of returned product. Investigation conclusion: retained devices and returned devices from the reported lot numbers were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.